Event description:
It was reported that the plasma is very weak and does not cut tissue effectively with lot of charring and burning smell. As a result, wand is also getting blocked also. There was a delay of more than an hour. No patient injury was reported.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: there may have been a loose foot control assembly or wand connection to the controller which could have caused non-functionality or an issue with the other concomitant devices. There are no indications to suggest the device did not meet product specifications upon release into distribution.